Manufacturer narrative:
Concomitant medical products: product ID 97755 lot# serial# (B)(4) product type recharger product ID 97745 lot# serial# (B)(4) product type programmer, patient medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was the pt reported issues starting a couple of days ago with recharging their neurostimulator (ins) battery. Pt stated their controller (ptm) was displaying no device found but when they would connect recharging antenna (rtm) they could not advance in session after waiting "like" an hour. Pt seemed to be describe seeing exact high number 66 when in 'passive recharge mode'. They called back to troubleshooting, and patient services (pss) had pt reset controller (ptm) by making sure nothing was plugged into ptm, remove the li battery pack (bp), plugging ac power supply into a wall outlet and then connecting to ptm after verifying power light was green on the power adapter box. Pt confirmed ptm powered on before reinserting bp. Pt later verified the ptm 'battery indicator' light was flashing green after bp was reinserted. Pt said the ptm was displaying incorrect time stating they would correct data later. When attempting recharge all three numbers in passive recharge mode were 58. Pss had pt force prm to try to get numbers to change but they displayed as all three 57. The pt was also describing on call what seemed like they were unable to make adjustments with their controller (ptm) such as stimulation on/off, increase/decrease stimulation, check battery levels or any other functions. Pt commented that for the last couple of weeks their ptm had not been working properly saying when they unlocked the screen no device found displayed. Pt was able to utilize all prompts while troubleshooting indicating no issues with the touch screen. Pt did not detect any damage to controller port. Pss advised pt to contact patient services if they experience any issues after receiving replacement recharging antenna (rtm) and with charged ins. A replacement rtm was sent out. No symptoms were reported.  Additional information was received from the patient (pt). They called back stating they got the new rtm last friday but they were still getting no device found. Pt noted they tried going through passive recharge mode getting all 83's but they could not get their therapy screen to display. Pt verified their ins battery was discharged. Pt was bedridden and could not get the rtm present during call for troubleshooting. Additional information was received. It was reported that the controller wasn't working. The patient (pt) stated that they were sent a replacement recharger, however when they cut the controller on the controller went straight to the stimulation on or stimulation off menu instead of going to the unlock screen. Pt stated that no device found would then display; patient services (pss) reviewed screen meaning with the pt. Pss asked the pt if the implantable neurostimulator (ins) was charged; pt stated no since they hadn't been able to recharge the ins. Pss had the pt attempt to recharge the ins; no device found appeared, so pss reviewed passive recharge mode with the and had the pt select recharge. On the trying to recharge screen, the three numbers read as 73 73 73, so pss had the pt reposition the recharger over the ins; the three numbers then went to 72 74 75. Pt stated that they never got to 100 before. Pt confirmed seeing the green light flashing on the controller. Pss advised the pt to go through passive recharge mode three times if necessary and if the ins still wasn't recharging then to call pss back. Pt stated that they had back problems so they would need to have another MRI sometime. Pt was very difficult for pss to understand and follow clearly during the call. The pt then called back stating that they had been going through passive recharge since the last call, but had not been able to get past it. Pt said they would get 76 in passive recharge, but then after a bit see the "unable to recharge" screen and would have to start over. Pt said they just kept going through that and had not been able to charge. Pss redirected to healthcare provider (hcp) as pt could not get past passive recharge for further troubleshooting. Pt said they were seeing hcp next week, so would let the office know what's going on and have the ins checked in person.